Event description:
The customer reported that the system was unable to access saved images or store new ones. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system software was reloaded. The system was tested and found to be working as intended and put back into service.